Event description:
During rotator cuff repair, the hex of implant stripped. "Started to insert anchors - notice some hesitation with anchor, continued to insert, then head of implant was stripped. Could not turn either way at that point." (Per incident report date in 2004) implant was retrieved by removing bone surrounding anchor. Procedure completed. This device is used for treatment.